Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's knee was revised due to infection (infection reported by surgeon with pus noted intra-operatively. Unknown if clinically confirmed, unknown infecting microorganism). A 5x11 ps poly was swapped for another 5x11 ps poly. Rep reported that no further information is available.